Event description:
It was reported through patient outcome that the patient hm2 pump was explanted due to suspected pump thrombosis, and the patient was exchanged to hm3 on (B)(6) 2019. It was reported that the patient was in stable condition, and there were no further concern for clot. It was reported that there were no more pump related issues after pump exchange. No further information was provided.

Manufacturer narrative:
Device evaluation: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(6). The pump was returned assembled with the driveline (dl) cut approximately 8.5¿ from the pump housing and the distal portion was also returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow elbow, outflow graft, and outflow graft bend relief) was returned attached to the pump¿s outlet port. The bend relief collar was sutured in place around the outflow graft nut. Evaluation of the inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Upon disassembly of the pump, examination of the proximal-side of the outlet stator revealed a large thrombus formation surrounding the outlet bearing ball and partially occluding the blood flow path through all three stator vanes. The darker areas of denaturation on the thrombus as well as the concentric contact marks noted on the outlet bearing cup of the rotor indicate that the thrombus was present while the pump was supporting the patient. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its origin could not be conclusively determined. Incidental finding: silicone jacket damage was also observed on the distal portion of (B)(6) driveline. There are no previous reported events of driveline silicone jacket damage in the patient's history. The evaluation could not determine a specific cause for the development of the observed thrombus formation or a duration of time for which it was present in the device. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient's elevated ldh. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. A rescue tape repair was present on the distal portion of the driveline, approximately 2.25-6.25¿ from the controller connector. Upon removal of the tape, a tear to the outer silicone sleeve was observed approximately 6¿ from connector. The clear bionate and metal braided shield layers of both returned segments of the driveline appeared unremarkable. Both portions of the driveline were tested for continuity. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records (documents (B)(4)) for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device - 2 years, 9 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted from clinic on (B)(6) 2019 for another questionable pump thrombosis with elevated lactate dehydrogenase ldh 830 (u/l), plasma-free hemoglobin pfh 19, and elevated lfts. The patient is now symptomatic for worsening heart failure symptoms. Technical service review the log files and during analysis noted that some intermittent power and flow elevations were taking place across (B)(6) 2019. These elevations were associated with pi events. The trending in the graph was not suspect of pump thrombus. No other unusual events noted. The mcs equipment is functioning as expected. Cardiologist noted that patient most likely needs pump exchange at this recent admission to resolve the issues. No further information was provided.